Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had another surgery because the interstim was in the wrong place and she had it put in last wednesday. Patient stated she had 19 surgeries and confirmed these surgery weren't related to her interstim , it was for putting in catheters. Patient wanted to know when interstim would help. She just raised the stimulation and wanted to know when it would work because she ¿wets herself every night when she¿s sleeping¿. She did not have symptoms during the day just at night. There were no further complications that have been reported as a result of this event.